Event description:
Face of ventilator was very hot from trigger lever across to alarm silence. The temp on the face of the ventilator was measured at 280 degrees f. No alarms were sounded and no other malfunction was noted. Nurse caring for the pt sustained a burn to her hand. The pt did not sustain injury. The ventilator was removed from pt care.